Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Pump was reset to resolve the issue. In addition, it was reported that the pump touch screen was unresponsive and became frozen on the lock/unlock screen. Reportedly, customer cleared the screen by triggering the wake button feature. Customer's blood glucose level was 135 mg/dl.